Manufacturer narrative:
The reported event of failure to interrogate and inappropriate or unexpected reset were not confirmed. Interrogation of the device revealed the battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed did not reveal any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Prior to an implant procedure, the device was unable to be interrogated via bluetooth (ble) telemetry and was observed to be in backup (bvvi) mode. The device was not implanted. The patient was stable.